Event description:
The patient contacted animas on (B)(6) 2012 stating there was moisture behind the display and the keypad buttons were unresponsive. The patient denied recent trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump exterior to garment and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the pump was visible moisture in the display lens. The pump has audible sounds but no vibratory sounds and the display screen is blank. The attempt to download the pump history and black box was unsuccessful. A display lens leak was found during a leak test. The pump cover was removed and internal moisture was found in the pump. Investigators were unable to test keypad functions and audio bolus button due to blank display screen and internal moisture damage.